Manufacturer narrative:
Internal file number - (B)(4). (B)(4). It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: prepare equipment to be used following manufacturer's instructions or standard procedure and complete the following steps to prepare the nc trek rx coronary dilatation catheter for use. Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulties were related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues, [medwatch # 2024168-2017-02310]. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
It was reported that during the procedure the nc trek 3.25 x 15 mm was advanced in the anatomy but completely failed to inflate in the lesion. The balloon was removed and inflated successfully outside the patient but it did not deflate. The device was removed from the package and advanced in the anatomy and was not soaked prior to use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.